Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump displayed "belt slip" error message and was stalling when roller engaged raceway at 150 cubic centimeters (cc) per minute, as a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to mfd #1828100-2015-00185.